Event description:
The customer reported a housing hot error message when booting up the 9600 system. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on site investigation. The x-ray tube and housing assembly were cleaned and dried. The system was tested and is operating as intended.